Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was explanted. The doctor changed to anterior chamber (ac) iol. Possible vitrectomy was reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: the lens was explanted since there was no posterior and little anterior support. There was no incision enlargement, vitrectomy, or capsule tear to remove the lens. The patient was in a satisfactory condition when discharged. The lens was replaced with a lens of a different model and diopter. (B)(6). Sex: male. If implanted, give date: (B)(6) 2016. Dr. (B)(6). Health professional: yes. Occupation: physician. Device evaluation: according to the initial report lens was explanted since dr. Changed to anterior chamber lens. The explant occurred since there was no posterior and little anterior support. There is no complaint against the intraocular lens, and the cause of the complaint is known (as stated by the customer); therefore, the product testing evaluation will not be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.